Manufacturer narrative:
A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted system controller log file contained data from (B)(6) 2017 10:25:41 pm through (B)(6) 2017 06:57:26 pm and showed the pump operating as intended above the low speed limit throughout the duration of the log file. The patient remains ongoing on lvad support and no further issues have been reported at this time. Neurological dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's inflow cannula velocity was increased and the patient had an episode of dizziness with a loss of consciousness. The manufacturer's technical services representative indicated that the pump was maintaining within the set pump parameters as intended. No further information was provided.